Event description:
Caller reported that their pump screen was dark and wouldn't turn on. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Customer technical support (cts) instructed the caller to ensure the pump was not plugged into a power source and attempt a manual reset, which did not initially resolve the issue. However, after plugging the pump into a known working power source, the pump successfully turned on with a welcome message screen. The customer was educated on the need to reset certain settings such as insulin on board and max hourly bolus, manually restart cgm sessions, and reload the cartridge after power loss or reset. Follow-up by cts was planned.